Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of "low" on glucose monitor. Reportedly, customer initiated an override bolus which decreased their bg level. Bg was addressed via consumption of carbohydrates. Tandem technical support conducted systems check and the pump was functioning as intended.